Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced cannula issue with two infusion sets on (B)(6) 2026, as the cannula was found bent, which was in use for more than 24 hours and led to high blood glucose level. The patient replaced infusion sets, and resumed insulin successfully. No further information available.